Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v488644, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. The battery had normal end of life and its telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a progression of parkinson's disease and dementia versus infection. The cause of the event was determined and it was not device related. The patient had a progression of parkinson's disease, a gradual loss of therapeutic effect and they did not have a 50 percent or greater symptoms reduction. The patient had been discussing deep brain stimulation and gait expectations with their healthcare professional (hcp) since 2010. Impedances were measured to be normal. Reprogramming was done and the patient was given different group setting to try on (B)(6) 2014 to see if gait would improve. The hcp had advised the patient that the deep brain stimulation would not help with the patient's cognitive issues, depression or gait abnormality.

Event description:
It was reported the patient had parkinson¿s disease for 20 years and they were put in a memory care facility two weeks prior to report because of overwhelming hallucinations. The patient couldn¿t walk because of the parkinson¿s disease and he didn¿t have tremors but it was his walking and he couldn¿t use his walker anymore. He was hunched when he would stand because of the parkinson¿s disease. It was noted they thought the new implantable neurostimulator (ins) would help but it didn¿t and his hallucinations were so bad. They tried reprogramming and they worked with their health care professional (hcp). They tried programs a, b, c, and d for 2 weeks each. The patient gauged things by the walking but they also noticed a decline in his memory. They had discussed doing the stimulator on the other side and they had psychological testing each year and there was a decline. They got the report but not the results. They were told by a doctor that the patient¿s verbal skills were good but they were ¿surprised at the length and breadth of disability of visual skills and problem solving, all the rest of the skills were way down and the year prior was a big year of the difference.¿ it was stated the decline in symptom relief of the parkinson¿s disease went along with the decline of the patient¿s other symptoms. They were getting more hallucinations and were more nervous and paranoid. The patient was taking a lot of drugs when they had the urinary ins and those drugs helped him walk better but the hallucinations kept coming and they stripped the patient of the medications. Six months prior to report in (B)(6) the patient was on 11 sinamet a day 3 hours apart and now they were on 7 so the sinamet alone had been reduced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.